Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had a leak in 2nd o ring. The insulin pump had issue with motor motion. The troubleshooting was performed. The customer was not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.